Event description:
It was reported that during a transvaginal cholecystectomy procedure, there were only 3 staples inside the device. A same like device was used to complete the procedure. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Malformed clip, anti-backup failure, damaged ratchet pawl. The (B)(4) was received with one pear shaped clip jammed in the jaws. Once the jaws were cleared, the device was cycled and one clip partially formed were fed due the antibackup failure; the remaining nine clips were conforming. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The device was disassembled and the ratchet pawl was noted worn out; leading the antibackup failure. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.